Event description:
Event description cpi received information that this bipolar lead was removed from service due to poor threshold measurements. The physician could not detach this lead from the implantable pulse generator (ipg), was capped and replaced with a new lead of the same model.